Event description:
A report was received that the patient underwent a lead revision because one of his lead extensions was protruding. During the revision, the protruding lead extension was reinserted into the patient's body cavity. After the revision, the patient was reportedly doing well.

Manufacturer narrative:
Device remained in patient. Additional suspect device components involved in the event:model: sc-3108-35, description: lead extension, 35 cm (phase iii). A review of the manufacturing documentation of the lead extensions found that no anomalies or deviations potentially related to the event occurred during manufacturing.a review of the sterilization records of the lead extensions found them to be satisfactory. This is the final report.